Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s belt. Subsequently, the pump case fell, causing the infusion set to be pulled out. The customer's blood glucose reached 140 mg/dl.